Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was reported that the history showed total of 15.938 units delivered when the total basal was set to 19.43 units. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/11/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/28/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated that the basal and bolus values added up to match the total daily dose for all recorded delivery. No alarms outside of normal use were observed in the pump history. The pump passed a delivery accuracy test, and no alarms occurred during testing. The pump operated within required specifications and delivered accurately.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.